Manufacturer narrative:
Pt demographics were not available from the site. The software investigation found that the issue was related to the setup of the system. It can be replicated by holding the straight probe at the edge of the emitter field. The fix is to reposition the emitter such that the straight probe and dynamic reference frame can both be tracked near the center of the field to proceed with navigation and reduce geometry error values to an acceptable limit. This is not a software defect it is related to training on system setup.

Event description:
Site reported the straight probe was tracking intermittently and fluctuating at around the 3.5 limit for metal interference to begin affecting navigation. It was discovered that the IV pole was the suspect causing the interference. The site was able to move the pole and resume the procedure without interference. No impact on pt outcome reported.